Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support to switch to a backup therapy using multiple daily injections (mdi). A replacement pump with updated software was sent by technical support, and instructions were given on storing and returning the faulty pump using a prepaid label within 10 days. The customer understood and acknowledged the guidance provided.